Event description:
Resident was discovered unresponsive upon room check. Resident was lying prone with upper torso supported on bed - with right arm tucked underneath body. Resident was facing toward the left, with head lodged between the side rail and the mattress their legs were off the bed, with feet touching floor. (Resident was wearing ankle boots bilaterally) appeared to have slid from bed to the floor catching head between side rail and mattress. (An autopsy was performed).